Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens but the lens tore when advancing. There was no pt contact.

Manufacturer narrative:
Results: a visual inspection of the returned product found the lens optic torn into two pieces and one haptic was torn off. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.